Event description:
Complainant alleged that while attempting to monitor a female pt, the device inappropriately shut down the medics turned the device off, then on and the device functioned properly. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.